Event description:
It was reported via journal article titled: "inappropriate subcutaneous implantable cardioverter-defibrillator shocks for bradycardia". That this patient presented to the emergency room due to lethargy and drowsiness and reports of shocks exhibited with this subcutaneous implantable cardioverter defibrillator (s-ICD). A device interrogated showed four treated episodes and four shocks delivered. It was noted that the device started to double count and then intermittently triple counting the qrs complex resulting in charging and delivery of the shock. In another episode it looked like the device initially exhibited oversensing and then triple counting each complex signal. It was noted that a unique algorithm in the s-ICD makes it susceptible to delivering inappropriate therapies in times of bradycardia and oversensing. Thus, contemporary s-icds with programmed smart pass algorithms and conditional zones will not mitigate scenarios of oversensing during bradycardia. The s-ICD was subsequently explanted due to normal battery depletion and reaching elective replacement indicator (eri). A new device was implanted. This device was returned for disposal. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.